Event description:
Customer reported that the device would power on but the ac mains led was not illuminated. Physio-control evaluated the device and found that it would not operate on ac power. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.